Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that the display was replaced. The iabp is now working fine and has been released back into clinical use.

Event description:
It was reported that during service being performed by the customer the display of the cs300 intra-aortic balloon pump exhibited black spots on the left corner and the right top corner. There was no patient involved or adverse event reported.